Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified two (2) holes on the pebax surface. It was initially reported by the custom that during the case, when coming on ablation, the thermocool® smart touch® sf bi-directional navigation catheter¿s splines would jump around on the carto 3 screen intermittently. The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued and there were no patient consequences. The customer¿s reported visualization issue with the splines jumping around on the carto 3 screen has been assessed as not MDR reportable since the issue is highly detectable and the potential risk that this could cause or contribute to a serious injury or death is remote. On 1/15/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found what was described as ¿two small flap areas" on the pebax with reddish-brown material inside the pebax sleeve. Based on this description, no definitive assessment could be made from the initial visual analysis findings described as "2 small flaps", therefore, the findings were determined to be not MDR reportable until further examination performed. The reddish-brown material inside was also assessed as not MDR reportable since the material is inside the pebax and no definitive assessment on the integrity of the device could be made. On 01/28/2020, during a second visual analysis, two holes were found on the surface of the pebax with internal parts exposed and a reddish-brown material inside. Since the integrity of the device was confirmed to be compromised, the findings of ¿holes¿ on the pebax have been assessed as MDR reportable. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 01/28/2020 and reassessed the complaint as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified two (2) holes on the pebax surface. It was initially reported by the custom that during the case, when coming on ablation, the thermocool® smart touch® sf bi-directional navigation catheter¿s splines would jump around on the carto 3 screen intermittently. The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued and there were no patient consequences. The customer¿s reported visualization issue with the splines jumping around on the carto 3 screen has been assessed as not MDR reportable since the issue is highly detectable and the potential risk that this could cause or contribute to a serious injury or death is remote. On (B)(6) 2020, during a second visual analysis, two holes were found on the surface of the pebax with internal parts exposed and a reddish-brown material inside. Since the integrity of the device was confirmed to be compromised, the findings of ¿holes¿ on the pebax have been assessed as MDR reportable. Device evaluation details: the catheter was visually inspected, and pebax sleeve had two small flaps areas with reddish-brown material inside the sleeve, during a closer inspection it was found that the pebax damage were two holes with internal parts exposure. The tip was sent for scanning electron microscope (sem) analysis to determinate the cause about of holes on the pebax. The sem test performed on the pebax area showed results of mechanical damage and a hole on the pebax surface. It was determined that the findings continue to be MDR-reportable. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturing ref # (B)(4).